Manufacturer narrative:
Other applicable components are: product ID: 8840, serial# unknown, product type: programmer. Physician product ID: 8840, serial# unknown, product type: programmer.

Event description:
Information was received from a consumer regarding a patient who was receiving 25 mg/ml morphine at a dose of 13.73 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient stated she needed to find a surgeon to replace the pump because her pump was at end of service (eos) due to longevity on (B)(6) 2017. The patient called the hospital and left messages before the eos and oral pain management. The patient had been (B)(6) and calling with no success in locating a surgeon for pump replacement. On (B)(6) 2017, the patient was in the hospital for 7 days due to the pump eos, withdrawals, and symptoms returning. The patient was release on (B)(6) 2017. The hospital consulted with a neurosurgeon and was told to follow-up within 72 hours. When they called the neurosurgeon he was out of town for a week and a half and wasn¿t covered under her insurance plan. The patient went to her primary care physician (pcp) on (B)(6) 2017 and was given oral medication that ran out today. Additional information was received from a healthcare provider (hcp) on(B)(6) 2017. The eos screen was not missed. The patient was notified months ago, but her insurance changed and she didn¿t find a neurosurgeon . The patient was advised several times over the months to contact someone for replacement. Due to the insurance problems, the patient was hoping to have it resolved soon. The patient had surgery scheduled for (B)(6) 2017 if she got prior authorizations from insurance. Additional information was received from a manufacturer representative on (B)(6) 2017. The pump replacement was on (B)(6) 2017 for the eos pump that occurred on (B)(6) 2017. The patient went through withdrawal and it was terrible with the eos. It was stated that the patient was on a lot of oral dilaudid. Prior to the eos, the patient was getting good relief with the pump and existing catheter. There was 25 mg/ml in the existing catheter and 10 mg/ml in the new pump. A 0.3 ml back table prime was done with the new pump, but they wanted to know what they should utilize for a catheter volume and calculate out the modified bridge bolus utilizing a 1 mg/day dose per the healthcare provider¿s (hcp) orders. The patient¿s weight was stated as unknown. The pump was at normal end of life. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.